Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy procedure, at the first firing of the device, the handle was locked and could not fire the device. They then used another device to resolve the issue in order to complete the case. There was no patient injury.